Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse replaced the concentrated waste valve, verified operation of the probe mechanism and wash stations, cleaned the lines, and verified that the mixer was operating correctly. The fse ran a precision study using both the low and high controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant calcium result was obtained on an advia 1650. The sample was retested in duplicate. The discordant and retested calcium results were not reported to the healthcare provider. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium result.